Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer was treated with food. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was over delivering. Customer stated that the insulin pump was reset every time and he replaced the battery. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected reset alarm anomalies noted.